Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (tes non-functional) was confirmed. Upon receipt, the belt intermittently failed the te recognition test. Upon evaluation, trunk cable's wires were pulled short causing the heat shrink tubing to part from the pulse wires. This resulted in an intermittent short in the distribution node. The cause for the test failures was the shorted pulse wire in the distribution node. The cause for the shorted pulse wire was the parting heat shrink. The root cause for the parting heat shrink cannot be positively determined. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had non-functional therapy electrode pads.